Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer state that the chair will nose dive forward and then scrape the front foot rests.